Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia."), cyst ("cyst"), migraine ("migraines"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, cyst, uterine leiomyoma, migraine, fatigue and alopecia outcome was unknown. The reporter considered alopecia, cyst, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: patient need additional surgeries quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc(product technical complaints). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia."), dyspareunia ("dyspareunia"), cyst ("cyst"), migraine ("migraines"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia, cyst, uterine leiomyoma, migraine, fatigue and alopecia outcome was unknown. The reporter considered alopecia, cyst, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: patient need additional surgeries quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia/prolonged periods/excessive menstrual bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), cyst ("cyst"), migraine ("migraines"), fatigue ("fatigue"), alopecia ("hair loss"), menstruation irregular ("menstruation irregular "), back pain ("lower back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), weight fluctuation ("weight fluctuations"), vaginal infection ("gynecological/vaginal infection") and vaginal discharge ("abnormal vaginal discharge") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, cyst, uterine leiomyoma, migraine, fatigue, alopecia, menstruation irregular, back pain, abdominal distension, memory impairment, weight fluctuation, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, cyst, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, migraine, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: patient need additional surgeries quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is retention case. All relevant information from deletion case (B)(4) is transferred to this case. Legacy device report number: 2951250-2020-14024 (medwatch 3500a MFR number).reporter information added. Event menstruation irregular, lower back pain, bloating, forgetfulness, weight fluctuations, vaginal infection and abnormal vaginal discharge added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.